Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient will undergo an ipg relocation procedure.

Manufacturer narrative:
Additional information was received that the patient was having pain at the ipg site. The patient underwent an explant procedure. No device malfunction was suspected. Additional suspect medical device components involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model#: sc-4316, serial #: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility it is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient will undergo an ipg relocation procedure.

Manufacturer narrative:
Additional information was received that there was no further course of action.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient will undergo an ipg relocation procedure.